Event description:
File number: customer experience - (B)(4). A registered nurse submitted an email to product complaints on wednesday, (B)(6) 2026. The registered nurse reported that on friday, (B)(6) 2026, post treatment, the tego connectors were changed per policy. After three days of use, significant resistance was noted when attempting to aspirate from the arterial lumen of the central venous catheter during preparation for treatment on (B)(6) 2026. The registered nurse replaced the tego connector per policy, after which flow through the arterial lumen was restored and aspiration of fluid was successful. Upon assessment of the removed tego connector, tearing was observed in the silicone seal. The reported product lot number is # 14790081, with an expiration date of 11/01/2030. A review of available information confirmed that this lot number was not included on the recall list issued in january. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".